Manufacturer narrative:
(B)(4). Articulation gear teeth. The analysis found that one long60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was left with a note and a date on the box in the materials area. The device was signed out for a gastric procedure. The note stated the device jammed and would not fire. It is unknown how the procedure was completed.